Event description:
Customer reported that the spectrum monitor had a main board failure, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the main board. Unit was calibrated and safety tested to factory specifications.